Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015; 5076-45 lead, implanted (B)(6) 2015. Product event summary: the device was returned and analyzed. The device met 87.60% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the epicardial left ventricular lead had high and undefined impedance on the left ventricular tip to right ventricular coil. The lead was capped and not replaced. No patient complications have been reported as a result of this event.